Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, rf telemetry lockout was noted. Also, several episodes of pacemaker mediated tachycardia were seen. In an attempt to run a retrograde conduction test, the device went into backup mode. The device was restored and all tests indicated the device values were within normal range. The patient was in stable condition throughout.